Event description:
A healthcare provider (hcp) reported the implantable neurostimulator (ins) was removed due to a failure on (B)(6) 2012. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.